Event description:
The customer reported that their device was continually resetting when attempting to perform its daily self test. The device would not have had the ability to be used on a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has been unsuccessful in reaching the customer regarding the reported failure. The device has not been returned to physio for evaluation. The cause of the reported failure could not be determined.